Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, software, and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that images were taken and not saved. There was no pt injury or death reported.